Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed following visual inspection. Method and results: device evaluation:visual inspection was performed as part of the material analysis report (mar). The report noted: the head was still affixed to the stem trunnion. The fracture occurred through the neck of the stem. The stem and the head were evaluated with the aid of a stereomicroscope at magnifications up to 50x. For the purposes of this report, the stem is considered for the right hip. Surface damage due to micromotion was observed at multiple sites on these sides of the stem. These micromotion-derived damages are consistent with cyclic contact with the cement mantle during its breakdown. Analysis of the macroscopic features on the fracture surface resulted in the determination of the propagation directions. The exact location of the fracture origin could not be determined due to post-fracture abrasion the material analysis report concluded that: the exeter stem fractured in fatigue. The exact location of the fracture origin could not be determined due to post-fracture abrasion. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the device features examined medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the material analysis report concluded that the exeter stem fracture in fatigue. The exact location of the fracture origin could not be determined due to post-fracture abrasion. Further information such as operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It has been reported that a patient has arrived to emergency with a broken exeter stem. The surgeon had to explant it in order to restore patient's capacity.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It has been reported that a patient has arrived to emergency with a broken exeter stem. The surgeon had to explant it in order to restore patient's capacity.